Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, during the device change out procedure, the new device was attempted with the existing lead. The pace/sense portion of the lead would not fit into the header of the new device. After many attempts, mineral oil was used but the lead still would not fit into the header. The lead was then attempted to be placed back into the original device and would not fit. At this point, the physician implanted a new lead. After placement of the new lead, the issue persisted and the physician implanted a different device. The new lead fit into the new device and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.